Event description:
Device issue: none. Adverse event: dissection requiring intervention. Time of adverse event: during the procedure. It was reported that after deployment of the 3.5 x 18 xience v stent in the predilated mid left circumflex artery, an edge dissection was observed at the distal end of the stent requiring a 3.0 x 12 xience stent to treat the dissection. There were no reported adverse patient sequela. The patient was discharged two days after the procedure. There was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4): dissection is a known event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturer, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control (q.c.) Audit inspection is used to verify the product quality.